Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to pain with and without the device use and the patient requires frequent MRI procedures. There are no plans to reimplant the patient with another cochlear device as of this date of report.